Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the needle detached from the applicator upon insertion. No additional patient or event information is available. No product was provided for evaluation. The reported detached needle could not be confirmed. A root cause could not be determined.